Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray tube error prevented imaging; ac issue noted on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.